Event description:
It was reported that the patient with this competitor implantable cardioverter defibrillator (ICD) received three shocks and was hospitalized. An alert was recorded for high out of range shock impedance measurement greater than 200 ohms. Subsequently, the competitor device and right ventricular lead was explanted and replaced. Additionally, it was observed that the lead was ruptured, and the lead insulation had porosities. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this competitor implantable cardioverter defibrillator (ICD) received three shocks and was hospitalized. An alert was recorded for high out of range shock impedance measurement greater than 200 ohms. Subsequently, the competitor device and right ventricular lead was explanted and replaced. Additionally, it was observed that the lead was ruptured, and the lead insulation had porosities. No additional adverse patient effects were reported.